Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(4)on (B)(6) 2010 of fever and peritonitis in a male patient approximately (B)(6) coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2009, the patient began treatment with dianeal pd4 ultrabag (dose and frequency not reported, lot number s10e06012) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient developed peritonitis, manifested by abdominal pain, cloudy solution and fever. The cause of the peritonitis was a change in caregiver. On (B)(6) 2010, the patient was hospitalized for the peritonitis and an effluent analysis and culture were performed. The results of the culture were unknown and the analysis revealed a leucocyte count of "much" cells/ml. The patient was treated with unspecified antibiotics. The peritonitis was ongoing and improved. The outcome of the fever was not reported. Dianeal therapy was ongoing. The patient was not taking any concomitant medications. The reporter believed the peritonitis was unrelated to dianeal therapy and did not provide an opinion of causality for the fever. On (B)(6) 2010, a peritoneal effluent culture was performed which revealed no growth. On (B)(6) 2010, the patient was discharged from the hospital and had recovered from the event of peritonitis on an unreported date. The outcome of the fever was not reported. No further information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.